Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient "suffered physical injury, including, but not limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations of extreme emotional distress". The attorney also indicated that the patient deceased. Approximately two years after the first attorney allegation, an allegation from another attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.